Event description:
It was reported that the patient was admitted with a myocardial infarction and thrombosis and that the procedure was to treat a de novo, concentric lesion in the proximal to mid left anterior descending artery with mild tortuosity and 99% stenosis. Thrombosis was suctioned and pre-dilatation was performed. A 3.5x38 rx xience prime stent delivery system (sds) was advanced with a non-abbott microcatheter but could not cross the lesion. The xience prime sds was withdrawn to the right of the guiding catheters engagement and it was noted that there was blood in the inflation lumen. A leak was suspected; however, the location of the leak was unknown. A new xience prime was advanced and implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.